Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to unknown. Components not revised: cotyle "anca fit?" Sans trous a/revet. Hap 50 ppr67350 s11114507. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte ppr67510 t03121242.